Event description:
Pt previously had right total knee arthroplasty with implantation of prosthesis on (B)(6) 2018. Pt returned (B)(6) 2018 with c/o pain in right knee and second surgery to remove failed implanted hardware prosthesis. Size 3 femur, size 3 tibial base plate, size 16 poly insert, size 33 patella. "Event reappeared after reintroduction: no."